Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was three millimeters. It was noted that the site checked precision throughout the procedure.

Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that the screw was placed in the l5 vertebrae and that revision was not required. It was confirmed that there were no consequences or impact to the patient from the imprecision.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the left side tracker of the imaging system was out of calibration. Following calibration, precision was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed by the surgeon resulting in a screw being placed outside of the vertebrae. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.